Event description:
The customer reported via phone call that the threshold suspend feature was prompted when their blood glucose was not low. Customer stated their basal rates were disabled due to the threshold suspend. The customer also reported blood visible on their past sensor. Customer's blood glucose was unknown at the time of the call. The customer declined to troubleshoot. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.